Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the procedure was performed using the left trans-femoral approach. The team suspected the patient had a native bicuspid valve, due to suspected right and left fusion, however the pre-operative echocardiogram did not support this. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. While the pigtail catheter was inserted into the right femoral artery, the wire did not advance from the external iliac artery. The delivery catheter system (dcs) was able to advance, and the valve was placed across the native annulus. On the first deployment attempt, the valve dislodged and was recaptured prior to the point of no return (ponr). The second deployment attempt resulted in a deep depth, therefore was also recaptured. During the third deployment attempt, the valve was reported at a depth of approximately 2 mm, therefore was released. During assessment of the final placement position with echocardiogram, the valve dislodged. It was reported that "it seemed to float gradually after release, but it completely pop-out due to being caught when retrieving the pigtail catheter". A snare was inserted on the contra-lateral side, and the dislodged valve was snared. The patient's hemodynamics remained stable. A new pigtail catheter was placed into the non-coronary cusp (ncc). A contrast study was performed to confirm the position of the pigtail catheter. At this point, a dissection was confirmed in the upper portion of the sinotubular junction (stj). Further examination was performed with echocardiogram, however the dissection could not be performed with this echocardiogram. The procedure continued and a second transcatheter valve was implanted into a slightly deeper position of 5 mm. The final digital subtraction angiography (dsa) and contrast study showed "dislodgement" of the right lower limb. Hemostasis was performed with a stent graft placement in the external iliac artery. It was reported that the external iliac artery likely dislocated when the pigtail catheter did not advance from the external iliac area at the beginning of the procedure. A contrast computed tomography (CT) was performed, and as suspected, a dissection was confirmed. An emergency thoracotomy was performed with the family's consent. It was reported that the blood vessel above the stj turned red and black and blood seemed to "accumulatein the media". According to the physician, "the hemodynamics might have been maintained so there was no complete dislodgement." An ascending aorta replacement was performed. The two transcatheter valves were explanted. An aortic valve replacement was performed and a medtronic (avalus) surgical valve was implanted. During the native valve removal, the bicuspid anatomy was confirmed as the right leaflet was completely fused to the left leaflet. It was suspected, but not confirmed, that the dissection had occurred during the first deployment attempt, with the first transcatheter valve. It was discussed that the lower end of the valve was on the greater curvature side of the aorta, possibly resulting in the dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 18-feb-2024, UDI#: (B)(4) product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description h6 - patient code e0506 was added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant, per the physician, the reported "external iliac likely dislocated" was a dissection which may have occurred during sheath insertion. Per the physician, the pigtail catheter and delivery catheter system (dcs) did not cause or contribute to the dissection in the external iliac. The reported " blood vessel above the stj turned red and black and blood seemed to accumulatein the media" refers to the blood accumulation in the intima and the bleeding occurring inside. Following the valve implant, the patient is reported to be recovering well. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro+ delivery catheter system (dcs), product ID: d-evprop2329us, lot: 0011246954, use by date: 2024-06-05, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.